Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting low impedance measurements. The patient was also experiencing pocket stimulation. The lead was replaced with a new endotak.